Event description:
Related manufacturer reference number: 3006705815-2023-05784, 3006705815-2023-05785, 3006705815-2023-05786 it was reported the patient experienced two falls and lost stimulation. X-rays were taken of the leads and showed that both leads had pulled out of the ipg header. Surgical intervention was undertaken, and it was noted that the leads were kinked, knotted and bunched up. One lead had also fractured (related manufacturer reference number 3006705815-2023-05786). Intra-op testing showed that one lead was not functional while the other lead had 3 high impedances. Both leads were explanted, replaced, and effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.